Manufacturer narrative:
Evaluation summary: one device was returned and was noted to have the iris valve torn. No other physical damage was noted on the returned device. A potential cause for this kind of damage is the contact of a sharp device with the plastic membrane. For this reason the instructions for use indicate the following: "do not lay surgical instruments on the lap disc or allow metal or sharp surgical instruments to come in contact with the lap disc as this may weaken or damage the flexible silicone membranes." No conclusion could be reached as to what may have caused the reported incident; we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further nvestigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The device received has been classified as an unreconciled blind unit. No further information is available.